Event description:
It was reported that the device's handle overheated during a procedure and burned the user's hand. The user did not need additional treatment and the procedure was completed with another device. There were no adverse consequences to the pt or user.

Manufacturer narrative:
The device was returned to the manufacturer for an investigation. The complaint could not be duplicated. The investigation is ongoing. This report will be updated if the investigation requires.